Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a thermally sensitive diode, designator cr5. Physio observed that paddles lead would come on with no load connected when heat was applied to the component.

Event description:
The customer contacted physio-control to report that their device showed artifact while in paddles lead ECG, as well as a flat line when plugged into a test load and/or test equipment. As a result, defibrillation may not be possible if it were necessary because the need for therapy could not be determined. This issue was discovered during a morning shift check of the device. There was no patient use associated with the reported event.